Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th august 2025, it was reported by an arthrex employee via email that an ar-6480, dualwave¿ arthroscopy fluid management system, was intermittently stopping and then surging pressure without changes to settings or flow restrictions. This caused excessive bubbles and disturbance to visibility. This was detected during use in a rotator cuff procedure on (B)(6) 2025. The procedure was completed successfully as the pump was swapped. The troubleshooting performed was that it was ensured that there were no kinks and they tried turning it on and off.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure in opening all tubing clamps and shut-off valves/ensuring the actual pressure is below the target pressure/checking the tubing for pinches, kinks, or blockages. Ref: dfu-0244-3-sub revision 0 2023-10. ** overpressure ** 1. Increase or open the outflow. 2. Manipulate the joint to a stress-free position. 3. If the failure persists, return to arthrex for repair. ** pressure fault ** 1. Ensure adequate fluid supply. 2. Decrease the outflow. 3. Check the tubing for damage or pinches, kinks, or blockages. 4. Check the tubing for the proper connections. 5. Replace the tubing. 6. If the failure persists, return to arthrex for repair.